Manufacturer narrative:
It was reported that the patient¿s oxygen concentrators stopped working while connected to the life2000 device on two separate occurrences. The patient in this event is a 79-year-old female who resides in a nursing home/hospice with a medical history of chronic respiratory failure and copd. The first event in which the oxygen concentrator stopped working was on 07oct2022. The patient used the life2000 for several hours without oxygen being bled in due to the concentrator not working. The patient¿s sp02 decreased to 88%; however, after the oxygen concentrator was replaced and 3.5 liters of oxygen was bled into the life2000, the patient¿s sp02 recovered to baseline of 96-97%. No medical intervention was sought. The manufacturer name of the oxygen concentrator used during this event was unknown. The second event in which the oxygen concentrator stopped working was on 10oct2022. The patient was using an invacare oxygen concentrator and the concentrator light turned red during this event. The issue was quickly addressed and another oxygen concentrator was used to bleed in 3.5 liters of oxygen to the life2000. The patient confirmed that during each event there were no kinks in the combination tubing and a bubble humidifier was not used. There was no allegation that the life2000 device malfunctioned, and no medical intervention was required. The oxygen concentrator was replaced and the patient is continuing to use the life2000 device. The patient was advised by the hillrom respiratory clinician to continue monitoring the tubing for kinks and to have the oxygen concentrator powered on and running prior to connecting to the life2000 device. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the ultimate cause of the concentrator failure and inability to get the prescribed oxygen flow is unknown. Although the patient¿s oxygen level was clinically below a normal range/average level, the decrease was temporary, medical intervention was not required, and the patient recovered after the concentrator was replaced with the already prescribed oxygen therapy via oxygen bleed-in and breathe pillows interface. There was no report of permanent impairment of body function or structure, which concludes/indicates that no serious injury occurred. At present, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported that the patient¿s oxygen concentrators stopped working while connected to the life2000 device on two separate occurrences. The patient in this event is a 79-year-old female who resides in a nursing home/hospice with a medical history of chronic respiratory failure and copd. This report was filed in our complaint handling system as complaint #(B)(4).